Event description:
Customer alleged blood glucose result of "maybe 100 something" mg/dl and "like 200's and 300's" mg/dl when testing was performed back-to-back on the compact plus system. Customer reported frequent thirst and self-treated by drinking water. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is unavailable for return; replacement product was sent.